Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations but recorded mixed results. Receiving inspection: 06/10/2016 - received one used ch2000s-c, spinning spiros closed male luer, red cap, lot number unknown. One used bd 60ml syringe. The spiros was confirmed to be separated from the syringe. Functional testing: a single used was returned with a used 60ml bd luer lock syringe. They were not connected. The residual torque of the spinning spiros was measured at 0.17in-lbs. The spinning spiros was connected to a 3ml bd luer lock syringe (provided by ICU medical) at a torque of 1.3in-lbs. The removal torque was 1.13in-lbs. The spinning spiros was connected by hand to the returned 60ml luer lock syringe. The ch2000s-c spinning spiros and 60ml luer lock syringe were placed in a box loosely and shaken vigorously for two minutes to see if the 60ml luer lock syringe would disconnect from the female luer of the spinning spiros. The luer connections remained intact and did not disconnect. Analysis summary: the complaint of spinning spiros falling off a 60ml luer lock syringe was unable to be confirmed or replicated. The residual torque was low and the disconnect torque was high enough to not spontaneously disengage during use. An attempt was made to try and simulate jostling that would be present when transporting with a vacuum tube. No syringe separation from the spinning spiros was observed.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros closed male luer, red cap, lot number unknown. Report states, "spinning spiros fell off of syringe. Spinning feature was activated and checked prior to leaving pharmacy. This is a common occurrence with melphalan." There was unprotected chemo exposure reported.